Event description:
A distributor reported an incident involving a customer who received a cartridge alarm with a 20a alarm code. There was no information provided regarding the customer's blood glucose level. The pump was not returned since it was no longer under warranty, and no further details were available regarding corrective actions or outcomes related to the event.